Event description:
The patient was implanted with a left ventricular assist device (lvad). The patient called vad coordinator on (B)(6) 2014 stating he had several short low flow alarms. The patient was not symptomatic at the time. All other vad parameters were within normal limits. The patient asked to liberalize fluid intake. The patient called back to the next day on (B)(6) 2014 complained of more low flow alarms. This time alarms are more frequent in nature and lasting much longer than previous. The patient felt queasy intermittently but otherwise doing fine. Flow ---, all other parameters within normal limits. The patient held diuretic dose. ICD was interrogated. No arrhythmia's or issues noted on download. (B)(6) 2014 - early am patient continued with low flow alarms. The patient continued to be asymptomatic and other than low flows the vad parameters are within the normal limits. The patient asked to come to hospital for admission. The patient was admitted and evaluation of lvad taking place. Initial echo showed aortic valve opening every beat. Suspected pump thrombus. CT scan concerning for outflow occlusion. Left ventricle ventriculograms performed and little contrast seen in the outflow tract. The patient scheduled for lvad pump exchange tomorrow (B)(6) 2014 with surgeon. Additional information received confirmed the pump exchange occurred on (B)(6) 2014.

Manufacturer narrative:
The report of a sealed outflow graft occlusion could not be confirmed and no device-related issues were discovered during the evaluation of (B)(4). The pump was returned assembled with the percutaneous lead (lead) cut approximately 11¿ from the pump housing and the distal portion of the lead was returned. An unused sealed inflow conduit was returned detached from the pump's inlet port. The sealed outflow graft and the sealed outflow graft bend relief were returned detached from the device and were severed into separate pieces. The outflow elbow was returned attached to the pump¿s outlet port. Analysis of the sealed outflow graft and the outflow elbow revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(4) revealed no evidence of depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the percutaneous lead did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event. (B)(4).

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.